Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device repeatedly tested positive for following bacteria during surveillance culturing tests at the facility. On (B)(6) 2018, the subject device tested positive for enterobacter cloacae (>1000cfu/ml) and escherichia coli(>1000cfu/ml). On (B)(6) 2018, the subject device tested positive for enterobacter cloacae complex (3cfu/ml) and pseudomonas aeruginosa (5cfu/ml). On (B)(6) 2018 the instrument channel tested positive for enterobacter cloacae complex (2cfu/ml) and escherichia coli(2cfu/ml). The test indicated no microbial growth for the other channels. It was reported that the user facility had reprocessed using an olympus endoscope reprocessor etd-3 (not available in the USA) and had not hung the endoscopes vertically in the storage cabinet after the reprocessing. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. After the microbiological testing, the evaluation by (B)(4) confirmed many scratches and dents on the distal end cover, cracks and stain in the adhesive around the light guide lens, and kink in the universal cord of the subject device. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".